Event description:
(B)(4). The side effect started with severe bloating, pregnancy like symptoms, ongoing pelvic pain. I gain over 40lbs in a short time of 3-5 months. I appeared to be around 8 months pregnant. I had to have a salpingectomy on (B)(6) 2015. The essure coils were perforating both of my fallopian tubes, causing tubal colic.